Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set did not flow properly.

Manufacturer narrative:
The customer¿s reported complaint of the IV set not dripping properly was not confirmed during log review or laboratory testing. Physical inspection of the returned pump showed no anomalies. The IV set was not returned for investigation. Results from the device logs identified the last infusion starting on 22 may 2019 at 11:12 am and continued infusing until 23 may 2019 at 9:39 am. The total volume infused was calculated at ~ 223mls. Functional testing confirmed the device was in specification and operating as intended. The root cause of the customer¿s report of fluid flow not infusing properly was not identified during the investigation.

Event description:
It was reported that the tubing set was not dripping properly.